Manufacturer narrative:
Investigation could not be completed. No conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Obese patient being treated for a left distal femur fracture was implanted with a 4.5mm va-lcp curved condylar plate and screws on (B)(6) 2012. Post operatively patient developed an infection. The patient was returned to the operating room on (B)(6) 2012 for hardware removal. Subsequent to the removal procedure, the patient was returned to the operating room on (B)(6) 2012 for amputation of her left lower extremity. This report is number 12 of 14 for the same event.